Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The fuses were replaced. A circuit board and the x-ray tube was ordered. No conclusion can be drawn as there is no other repair info available.

Event description:
The customer reported that the 7900 system shut down during use and could not be rebooted. No pt injury was reported.